Manufacturer narrative:
The customer was contacted by phone and e-mail requesting for patient information and event date, but no response received.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences. It is unknown if the unit was in use on patient and if there's any patient harm reported.